Manufacturer narrative:
Our quality engineer inspected the four samples submitted for evaluation. The reported issue of threading difficult was not confirmed upon inspection of the samples, however needle through catheter was confirmed. Analysis of the samples showed a ¿v¿ cut on the catheter tubing near the tip area on the two samples of known lots. The unknow lot samples had no damages or defects observed. The two samples of the unknown lot were also subjected to a penetration and drag test and both samples were within specification and passed the tests. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. From returned samples, observed needle pierced through catheter or a ¿v-cut¿ on the catheter that matches the shape of the bevel. The assembly process was reviewed. If the needle pierced through the catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. The defect could happen during product application, when the product was manipulated, or during needle cover removal. As the samples were returned in open packaging, the actual root cause could not be established. As current control, there is outgoing inspection and hourly in-process inspection in place to check for needles that have pierced through the catheter. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd insyte pnk 20ga x 1.88in needle through catheter while introducing catheter after puncturing the blood vessel, advancing the infusion tube is more difficult than before. This now also often causes more pain to the patient. The infusionist feels that the current infusion tubes are stiffer than before, and that more resistance can also be felt when sliding and inserting the infusion. The infusion needles from the previous batch no. 2328939 did not give these problems.